Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The physician relocated the pocket from midline back to below the belt line. The pt was reportedly doing well following the procedure.